Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, the atrial lead exhibited over-sensing noise, low pacing impedance, inappropriate mode switch, and insulation damage. The lead was capped and replaced on (B)(6) 2020. Patient was stable.